Event description:
Patient with history of coronary artery disease (cad), hypertension (htn), chronic kidney disease (ckd) stage iii and morbid obesity was admitted to invasive heart lab (cardiac catheterization lab) for a percutaneous transluminal coronary angioplasty (ptca) with percutaneous coronary intervention (pci) with access through the right femoral artery. It was attempted to place a percutaneous closure device in anticipation of a 14 french sheath. The perclose proglide 6f suture medicated closure system lodged and separated. The entire perclose proglide 6f device was removed and procedure aborted. Multiple x-ray views were obtained. Medications were given, sheaths were removed in the catheterization lab by doctor that performed the intervention. Vascular consult determined excellent hemostasis in the right groin and excellent flow beyond arteriotomy. Additional measures/surgery were not indicated. Prolonged stay in the hospital until procedure could be performed was recommended.